Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. Intuitive surgical inc. (Isi) has received the sureform 60 stapler associated with this complaint and completed investigations. Failure analysis (fa) investigations not replicated nor confirmed the customer reported complaint. Failure analysis found the primary finding of could not reproduce -cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was fired with a sf blue 60 reload. No malformed staples or incomplete firing were observed during in-house testing. Visual inspection was performed, and no damage was observed, and no problem detected. Logs show all firings were completed per the logs. There were no pauses for compression and no incomplete clamps in the procedure. A clinical development engineer (cde) reviewed the image provided for this event and determined the following: on the right side of the image, there is a staple line that appears as expected. On the left side of the image, there are mostly correctly formed staples, but the staples are not in a uniform line as expected. Since this is an image of the specimen, the cde is unable to confirm the allegation of a hole in the stomach and the subsequent over sew. A review of the site¿s complaint history identified one other related complaint. No video clips for the reported event were submitted by the customer for review. This event is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy, a sureform 60 stapler stopped firing issue occurred. Upon the third fire, the knife deployed, causing tissue bunching with loose staples from the second and third fires, leaving a hole in the stomach. The surgeon was able to over sew the hole. The patient was reported to be recovering well with no post-operative complications. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, a stapler firing issue occurred. A sureform 60 stapler with a blue sureform 60 reload installed was being used to staple the greater curvature of the stomach. As a result, the surgeon had to over sew the hole in the stomach. On (B)(6) 2021, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the patient was a female. The surgeon had used the sureform 60 stapler instrument with a blue sureform 60 reload installed on it for stapling the greater curvature of the stomach for sleeve gastrectomy. The surgeon reported that the issue occurred during the third fire of the same stapler. However, there were no issues for the first couple of fires. During this fire, the ¿first 15-20 mm of the staple line was formed¿. Remaining staple line was not formed and the knife pushed the tissue piling along with loose staples from this and the previous fire. As a result, the surgeon had to over sew the hole in the stomach. It was confirmed that the procedure completed with a backup sureform 60 stapler instrument with no further issues. The surgeon further confirmed the following: there were no clamping issues, no compression pauses, no system generated errors, and no buttress material was used. No tissue bunching while clamping; however, as a consequence of the firing and knife deployment, there was tissue bunching.